Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer stated that the buttons did not respond correctly and he received a no delivery a motor error alarm. The customer stated that he kept throwing up and was hospitalized for his high blood glucose readings. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the alarm was resolved by a complete set change. The customer stated declined to return the pump for troubleshooting.